Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -16.50/+2.5/096 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to glare/haloes. Surgeon stated that this was due to "big pupil," which he told patient will get better on its own. After explant, the eye is fine and the surgeon does not plan to exchange the lens. As of the date of MDR submission, the lens has not yet been returned for evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of debris on the lens. Claim # (B)(4).